Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer states he was experiencing frequent leakages from the insight flex cannulas. Customer states that the cannula housing would unlock. Customer was experiencing high blood glucoses of 15-20 mmol/l. Customer states cannulas that leakage occurred with have been disposed of, no material is being returned. No adverse event alleged.